Event description:
It was reported that during a routine device change out procedure, the pulse generator went into backup vvi operation after suspected electrocautery interaction. The device was out of the pocket when it triggered backup vvi and external pacing was enacted due to the patient being pacemaker dependent. There were no complications due to the backup vvi. The device was explanted and replaced.